Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue.physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation it was found that device delivering synchronized defibrillation energy at incorrect timing. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation it was found that device delivering synchronized defibrillation energy at incorrect timing. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was verified and duplicated. The 4-lead ECG cable was replaced to resolve the issue. The device passed all functional and performance testing and was returned to the customer. The 4 lead cable is not available for the further evaluation. The cause is determined to be the 4-lead ECG cable but further root cause is unknown.